Event description:
A mass was discovered (date not reported). The catheter became dislodged and kinked, and the pt had a catheter revision surgery in (B)(6) 2010. Within one week of the surgery, the issue occurred again. The pt had another surgery in (B)(6) 2010, in which the catheter was reduced in length and was secured. The pt's catheter has never been replaced. The pt continued to have "issues," and was scheduled for a dye study on (B)(6) 2010. The type of medication being administered by the pump was not reported. Prior to the catheter issue (event date unk, however, reported on (B)(6) 2009), the pt was having symptoms of increased baseline spasticity and increased baseline pain. Pt was on oral baclofen at the time of the increased symptoms. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).